Event description:
It was reported that the pt experienced pain in her tailbone for the past month and a half. The pain is worsening. The pt believed the pain was caused from nerve damage. She talked to her physician who denied that was the cause of the pain. Further info is being requested from the hcp.

Manufacturer narrative:
.